Event description:
Customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the cmos. Customer will replace cmos battery. System operates as intended. (B) (4)